Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported he had to have a revision surgery on the implantable neurostimulator (ins) to have the healthcare provider (hcp) implant it deeper. There was an ins pocket revision.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, : product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported he had a recent medical test or electromagnetic interference (emi) exposure. The patient's battery fell out of it's pocket and the patient had a revision surgery for his system. No patient symptoms were reported. The patient's indications for use included spinal pain. If additional information is received, a follow-up report will be sent.